Event description:
A complaint was received from a bayer authorized field service engineer that reported that the advia 120 system reported two different results from the same specimen. A specific example is: first run rbc 3.80, hb 11.5, hct 33.2---second run rbc 2.87, hb 8.8, hct 25.2. The first reports were reported. An investigation into this situation was conducted. Control tests, as well as calibration studies, were conducted and were found to be within tolerance. The field engineer reviewed the operation of the system, and as a preventative measure, replaced the aspirate assembly, flared tubing, selector valve, and centering collar. It is unknown the exact root cause of this event. However, it is speculated that a "wet top" tube could have diluted the specimen. The complaint is considered closed for purposes of MDR.